Event description:
It was reported that the procedure was to treat a lesion in the proximal diagonal coronary artery. The 3.0x18 mm xience pro x stent delivery system was advanced to the target lesion and during inflation the balloon ruptured at 8-10 atmospheres (atm). At negative pressure it was noticed that blood entered the system. Dilatation with a non-specified balloon was performed to fully appose the stent to the vessel wall. Reportedly, 7-8 hours later the patient had a neurological disorder. It is unknown what final treatment was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture/pinhole was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents from this lot. Based on the reviewed information, no product deficiency was identified.